Event description:
Stent placed via right renal. When removing balloon, approximately 1/2 of balloon was missing. A second stent was attempted to be placed to cover the fragmented balloon, but while positioning balloon it came off the stent. Balloon removed intact. Stent snared. Stent successfully placed over fragmented balloon.